Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found several hypotube kinks and the shaft itself was broken at 447mm distal from the end of the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-dec-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified and highly tortuous left circumflex artery (lcx). A non-bsc guidewire was used to cross the lesion and was predilated with a non-bsc balloon. A 2.50x24mm promus element¿ plus sent was then advanced; however, the device was not able to cross the target lesion. Pre-dilatation was done again and a 2.50x20mm promus element¿ plus sent was advanced and failed to cross the lesion. Another dilation was performed at high pressure and the lesion was stented with another 2.50x24mm promus element¿ plus sent. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed a hypotube break.